Manufacturer narrative:
Medical devices: product ID sedr01 ipg implanted: (B)(6) 2007, product ID 8590-1 neuro accessory implanted: (B)(6) 2015. Product ID 8709sc catheter implanted: (B)(6) 2009. Product ID 5068-45 lead implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.